Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was motor anomaly when insulin pump started prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarm during the rewind test due to corroded motor home switch. The electronic assembly had moisture damage. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.